Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the middle section. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm of the posterior circulation v4 with a max diameter of 5mm and a 4mm neck diameter. The landing zone was 4.0mm distally and 4.4mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered and the platelet reactivity unit (pru) level was normal. The angiographic result post procedure showed blood flow was unobstructed. It was reported that the stent could not be opened, and the distal end kept falling off after being anchored. The pipeline was not positioned in a bend. Less than 50% of the device had been deployed when it failed to open. The pipeline was resheathed more than 2 times. Additional steps/other devices required to open the pipeline included a wire/catheter. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3: product analysis # (B)(4): equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ as found condition: the pipeline flex braid was returned inside of a biohazard bag and a shipping box. There was no pushwire returned with the braid. ¿ visual inspection/damage location details: the braid's distal and proximal ends were found opened and frayed. The middle of the braid appeared not opened and frayed. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer report of failure to open at the middle section was confirmed, as the middle of the braid was not opened and frayed. The cause of failure to open could not be determined. Possible causes include vessel tortuosity, damaged braid, and deployment of the braid in a vessel bend. However, the customer reported that vessel tortuosity was moderate and the braid was not positioned in a vessel bend, which rules these out as potential causes. In this event, the damaged braid may have contributed to the failure to open. Damage to the braid can occur due to resheathing more than 2 times, over-manipulation, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the procedure was completed with a smaller stent. It was noted that the cause should have been related to the anchoring position and vascular tortuosity. Multiple pipeline devices were not being used when movement occurred. Delivery resistance was large. The device did not jump during deployment. The tip of the catheter moved during deployment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.